Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to tibial periprosthetic fracture. A size 3 baseplate and 3x9 cs insert were revised to a size 3 universal baseplate and stem with a 3x16 cs insert. Rep confirmed there are no allegations against the insert, provided pre-revision x-rays as well as primary and revision usage sheets, and reported that no further information will be available.

Event description:
It was reported that the patient's left knee was revised due to tibial periprosthetic fracture. A size 3 baseplate and 3x9 cs insert were revised to a size 3 universal baseplate and stem with a 3x16 cs insert. Rep confirmed there are no allegations against the insert, provided pre-revision x-rays as well as primary and revision usage sheets, and reported that no further information will be available.

Manufacturer narrative:
An event regarding periprosthetic fracture involving tritanium baseplate was reported. The event was confirmed by medical review. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating ¿ "provided x-ray confirms fracture, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components." -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient was revised due to tibial periprosthetic fracture. The available medical records were provided to the consulting clinician for a review which was rejected stating that the provided x-ray confirms fracture, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. The root cause for the event could not be found as insufficient information was provided. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.